Manufacturer narrative:
The device was discarded by the user and was not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no anomalies, discrepancies, or non-conformances identified. There was no report of a device malfunction. (B)(4).

Event description:
On (B)(6) 2016, a patient was treated for a pulmonary embolism (pe) using the flowtriever retrieval/aspiration system. The physician used an appropriate technique by floating a berman balloon-tipped catheter through the right heart and then exchanging for interventional guidewires and catheters to access the pulmonary artery. The procedure was thought to be uneventful and there was no device malfunction. The flowtriever device removed minimal clot, mostly chronic "pebbles". The pulmonary artery angiogram was improved and the patient was reported to be feeling better after the procedure. Four hours after the procedure the physician noticed a tear in the tricuspid valve during a routine post-procedural echocardiography. The patient did not experience any symptoms and no tricuspid valve regurgitation was noted. The physician did not recall encountering any resistance while crossing the tricuspid valve. The physician has never seen a tricuspid valve tear in right heart cath procedures. The physician speculated that the patient's age may have made her more susceptible to the possibility of valve injury. On (B)(6) 2016, the physician reported that the patient was doing great, no symptoms of pe, feeling great, and the most recent echo (approximately 10 days after incident) showed no worsening of the damaged valve and no evidence of tricuspid valve regurgitation.